Event description:
The china customer reported the reagent probe was dripping and patient slides weren't being stained. The field service engineer repaired the instrument by replacing the aspiration and dispense check valve which resolved this malfunction. The customer has an alternate instrument to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.